Event description:
Two electroconvulsive therapy (ect) remote treatment handle/cables have broken twice and needed repairs, in less than two years. Four times we have had a banana plug break which makes the equipment unusable. The owner of the company said it is a $3 plug, and we just have to be careful with it. The ect charge registered nurse and the psychiatrist are the only ones that handle this equipment and they are very gentle with the cord. We are frustrated with how easily it keeps breaking. One handle/cord was used for less than a week before it broke. Biomed is unable to repair it, they said they will not take the risk due to electricity being conducted through the handle/cord.

Event description:
Two electroconvulsive therapy (ect) remote treatment handle/cables have broken twice and needed repairs, in less than two years. Four times we have had a banana plug break which makes the equipment unusable. The owner of the company said it is a $3 plug, and we just have to be careful with it. The ect charge registered nurse and the psychiatrist are the only ones that handle this equipment and they are very gentle with the cord. We are frustrated with how easily it keeps breaking. One handle/cord was used for less than a week before it broke. Biomed is unable to repair it, they said they will not take the risk due to electricity being conducted through the handle/cord.